Event description:
Subsequent to the initial medwatch report, additional information was received in which the separated guide wire had to be retrieved with a goose neck snare device (medical intervention).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that using an femoral artery access approach during a heavily calcified pedidial procedure the hi-torque command es guide wire was being used, however, the guide wire became separated and detached. The separated fragment was successfully retrieved from the anatomy without any adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.